Manufacturer narrative:
The following sections were updated: describe event or problem - patient's most current status.

Event description:
Clinic reported a patient who experienced pain during the first placement of the miradry treatment. The treatment was not completed due to the pain. Antibiotics were prescribed to apply on the axillae. The treating physician confirmed the patient's axillae had large bruises and diagnosed as subcutaneous bleeding/hematoma. Additional medication was prescribed but information about the medication was not provided. Update: the bruising has resolved.

Manufacturer narrative:
Device manufacture date: 10-sep-2013.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Products met final inspection and testing requirements prior to shipment. The following information was requested: patient identifier, age at time of event, date of birth, sex, weight.

Event description:
Clinic reported a patient who experienced pain during the first placement of the miradry treatment. The treatment was not completed due to the pain. Antibiotics were prescribed to apply on the axillae. The treating physician confirmed the patient's axillae had large bruises and diagnosed as subcutaneous bleeding/hematoma. Additional medication was prescribed but information about the medication was not provided.